Manufacturer narrative:
Concomitant products: product ID 977a160, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a160, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was later reported by the patient that he went to a new physician (B)(6) 2014. It was noted that the patient had an x-ray that showed the right lead had slipped down 1.5 inches. The patient stated he could tell by looking at the x-ray. The date of the x-ray was unknown. The patient also stated he was receiving stimulation therapy as of (B)(6) 2014. The patient noted that he wanted to find a different healthcare professional (hcp). The patient was sent a list of hcps. Additional information was requested but was not available at the date of this report.

Event description:
It was reported that ever since the device was implanted stimulation had been in the left side above the hip and not in the back where the patient needed it. It was noted that there was stimulation in the wrong location. It was noted that therapy was not working as expected. It was noted that the patient¿s doctor¿s office had closed or would be closing. It was noted that the patient had x-rays ¿for two or three months¿ and needed reprogramming. The patient stated that they had met with a manufacturer representative independently but was unable to get back in touch with the manufacturer representative. The patient indicated that they would like to meet with a manufacturer representative for a device check or programming. It was later reported that the patient was experiencing ¿problems¿ with the stimulator. The patient stated that they and the manufacturer representative thought that the leads had moved. The patient stated that they had x-rays done three months prior to (B)(6) 2014 but ¿nobody had been over here to take a look at them and help fix [the patient¿s] pain.¿ the patient had attempted to contact the manufacturer representative but had not received a response. The patient stated that healthcare professionals (hcp) ¿were not qualified¿ and ¿did not know anything¿ about devices. The patient wanted the manufacturer representative to look at their x-rays. The patient did not have a managing hcp. It was later reported by the manufacturer representative that they met with the patient the morning of (B)(6) 2014. It was noted that one of the leads was ¿out of position.¿ it was noted that the patient was getting abdominal stimulation on the left side. The manufacturer representative noted that as of (B)(6) 2014 the lead was at t11. The manufacturer representative stated that the patient had been having ¿issues for a while, probably first part of (B)(6).¿ the manufacturer representative confirmed that the patient was happy and the manufacturer representative looked at the x-rays. It was noted that the patient was ¿extremely happy¿ the morning of (B)(6) 2014. The manufacturer representative also stated that the patient was ¿pretty active and could use a surgical lead.¿ the manufacturer representative referred the patient to a doctor. Additional information was requested but was not available at the date of this report. See report # 3004209178-2014-10254 which pertained to an allegation of migration with the same implantable neurostimulator (ins) but different leads.